Event description:
Pt status post placement of vascular access device for long term IV access secondary to lupus. Chest x-ray revealed broken tip of catheter in pt's pulmonary artery. Pt was admitted to hosp and catheter tip was removed in the cath lab. The device was removed in surgery.